Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was experiencing low blood glucose levels because the insulin pump was over delivering. He had a couple of hypoglycemic events and passed out. Customer's blood glucose level was below 50 mg/dl. He treated his low blood glucose level with glucose tablets. The drive support cap was flushed. The drive support cap was even with the insulin pump's casing. The insulin pump was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.